Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient reported the sensor ending before the expiration date. No additional event or patient information is available. Data was provided for analysis. The confirmation of the complaint was confirmed through data analysis. The probable cause could not be determined.